Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.58 at 27 months of implant. Technical services (ts) recommended intensifying patient follow-ups to monthly due to the shortened replacement window ((B)(4) 2007) advisory. They also discussed replacement of the device within one month of elective replacement indicator (eri) declaration. Additional information was provided that the monitoring voltage was now 2.56, and the remaining longevity of the device was questioned. Ts noted that due to the advisory, a longevity estimate would not be accurate, but they recommended continuing monthly follow-ups. Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
To date, there have been no reported adverse patient effects related to this clinical observation. All available information indicates that the device remains in service. If additional information becomes available the event will be updated. This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.